Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment of a malignant stricture located from the splenic flexure to the transverse colon. The stricture was approximately 5-6cm in length and the anatomy was noted to be very tortuous and twisted. During the procedure, a guidewire was advanced across the target lesion. The stent system was passed over the guidewire and the stent was deployed. Following stent placement, the physician confirmed the excretion of feces water. However, when a contrast study was attempted, the user was unable to reach to the mouth and was unable to suction fully. At the conclusion of the procedure, although it was noted that both ends of the stent had started to expand, the stenosis had not opened. The following day, the patient began drinking water and decompression was performed. Two days following the procedure, the patient began to eat meals. However, three days following the procedure, the patient experienced chest pain. The patient alleged that the chest pain was due to the stenosis not having fully opened. On (B)(6) 2011, the patient returned for surgery for treatment of the stenosis. The patient underwent a successful transverse colon fistula procedure. The stent was left implanted. The patient condition following the procedure was noted to be stable and the "condition of the stomach has been stable." In the physician's assessment, there was no malfunction or anomaly of the stent. The physician stated that the "possible root cause of not being able to open the stenosis was because it was a tight stricture, it is not related to the stent." In addition, the physician stated that the "exact cause for the stent not expanding is unknown, but it might have been because the stenosis was rigid."

Manufacturer narrative:
Reported event of stent failed to expand. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.